Event description:
Ous MDR - this device was explanted due to an increase in the lead impedance. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
Ous MDR - the ICD first underwent a status interrogation. The device status was bol, and 12 charge processes had been documented. The electrical check of the device functions was able to confirm the clinical observation. Pace impedance measurements performed during the testing delivered values of more than 3000 ohm, which indicates an impairment of the impedance measurement function of the implant. The device was then opened. The battery was checked and proved to be completely charged. Next, the electronic module underwent analysis. Damage to an integrated circuit in the pace impedance measuring path of the electric module was identified as cause of the clinical observation. The manufacturing data of the device were reviewed. At the time of its shipment, the ICD was in a state conforming to specification and there was no indication of a device defect. In particular, the impedance measurement function of the device was normal. In summary, the clinical observation was caused by damage to an integrated circuit on the electric module. There were no indications of a manufacturing error.